Event description:
It was reported that during a device change, outer insulation damage was noted on the right ventricular (rv) lead. The physician used a lead repair kit and kept the lead implanted. It was also noticed that sometime before 2014, the pacing lead impedance was high, but has been steadily normal after. There were no adverse health consequences, the patient was stable. The rv lead will be monitored.